Event description:
According to the reporter, preoperatively, the reload was loaded into the powered handle, while testing the opening or closing of the jaws, there was more than five millimeters (5 mm) open when the jaws were closed. A new reload was then used, but the same issue occurred. On the third reload, the jaws still had a 5 mm opening. To resolve the issue, an open stapler was used. The reloads were then attached to a manual stapler, but the jaws remained open even when it was closed. There was no patient involvement.

Manufacturer narrative:
D10. Concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0909); sigadaptstnd, sig power sigadaptstnd linear adapter (lot#unknown); sigphandle, sig power sigphandle handle (lot3c23aah0004); sigpshell, sig power sigpshell control shell (lot#unknown); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0909); egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0909): egia60amt, egia60amt egia 60 artic med thick sulu (lot#p4b0909). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.